Event description:
It was reported that the programmer displayed error messages. The programmer was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and analysis found the printed circuit board out of specification electrically and confirmed the customer comment that there was an error message upon system boot up.